Event description:
It was reported that smiths medical, cadd solis pump had an error 41622-1003. No patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to error 41622-1003. A functional test was performed, and the error was duplicated during the motor test. A loose screw was found stuck between motor and camshaft, which was removed to resolve the issue.